Manufacturer narrative:
The device was returned to olympus and the evaluation found charged coupled unit plug of video cable section is damaged, video cable is broken and a smear in the image. A probable root cause cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled unit plug of the video cable section damage. It is likely the smear in the image is due to the broken video cable. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited charged coupled unit plug of video cable section is damaged, video cable is broken and a smear in the image. There was no patient involvement.